Event description:
Pt undergoing hemodialysis, venous needle dislodged, alarm did not sound. Pt lost blood (>500 ml) and was unresponsive. Pt transported to hospital and received transfusion to stabilize blood pressure. Customer reports, the tape was not sticky.